Event description:
The emergency room doctor called to request troubleshooting on the insulin pump. The caller stated that the customer was in the hospital, and suspected that the insulin pump was not working properly. Troubleshooting could not be conducted as the call was disconnected multiple times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.